Manufacturer narrative:
One needle pro device was received for evaluation. The needle component was not returned for evaluation. Visual inspection observed no non-conformities with the device. Functional testing was performed following the instructions for use when tightening the cannula to the device . No leakage or detachment of the cannula was noted. The returned device was found to operate as intended, however full root cause investigation could not be conducted without the needle component made available for evaluation. No evidence was found to suggest the reported event was caused from intrinsic product fault.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received explaining that during an injection, medication leaked from the syringe, and the needle detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.